Manufacturer narrative:
(B)(4) a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Updated sections: date received by MFR., type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 insulation boot on cutting device came off. It was noticed that layer of material came off after several branches had been sealed. This did not occur in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 insulation boot on cutting device came off. It was noticed that layer of material came off after several branches had been sealed. This did not occur in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.